Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a display lens leak and corrosion in the battery compartment.this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing confirmed alarm in the history. Leak test failed due to display lens leak. Performed pump rewind, load, and prime with no loss of power. All current reading were within specifications. Opened pump and removed from case. Removed display and noted corrosion along the battery case. No cracks in the battery compartment. The threads on the battery compartment and cap were intact. Able to fully tighten battery cap. Battery cap measurements were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.